Event description:
During verification testing at the service center, the device delivered less than expected.

Manufacturer narrative:
The device was received. Investigation is not complete. Event problem codes: the event that is being reported was noted during codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.